Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 18 mg/dl. It was stated that 12.6 units of insulin were delivered without the customer programming them. Troubleshooting was performed. It was stated the buttons were very sensitive. No alarms in the alarm history were found. Nothing further was reported.